Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient had a high blood glucose (bg) level with large ketones this morning. The site was changed three times today. The reporter stated that they checked the bolus history and all boluses were delivered. The reporter reported that the pump stated that a total of 125 units were delivered today but cartridge still has over 125 units left in it. The cartridge was not changed with the site changes. The reporter stated that the pump history is missing information. The reporter stated that the history does not show boluses that they know were delivered and also that the date and time reset with battery change. The reporter stated that the pump is malfunction because it is not holding history. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.